Event description:
The hcp reported the pump had been off for some time and then restarted. Shortly thereafter, the pt began to experience overdose symptoms. The pump was stopped and narcan was given. The pt responded to the narcan was given. A follow up report will be sent if additional information is received.